Event description:
Reporter indicated a vns patient began experiencing shortness of breath and chest pains, which the psychiatrist attributed to stress in her life. The patient's symptoms got worse and the patient was taken to ER via ambulance and given oxygen. The ER stated they "know it was not a heart attack." The patient taped her magnet over the generator to disable the vns and the shortness of breath persisted, but was reportedly "not as bad." Follow up with the treating physician revealed diagnostics are within normal limits and the patient has not experienced any trauma or manipulated the device. The physician stated the "patient has been under a great deal of stress lately, which may have increased her intolerance of the side effects." Good faith attempts to obtain additional information, but have been unsuccessful to date.